Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Based on the provided data, there could be a correlation has been observed between actual product device status and cause of contamination in general, device damages (such as: scratches, cracks, channel leak, kinks) and residues/ foreign objects could be a source of microorganisms particularly when combined with poor reprocessing. Due to the findings during inspection we would recommend to check the reprocessing procedure on site with a focus on the manual cleaning step with brushing. Without the customer disinfection and sterilization information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the information for use information with product status. The following is included in the device IFU: the event is detectable and preventable by handling device in accordance with the following IFU. Instructions evis lucera elite bronchovideoscope olympus bf-p290 operation manual. Chapter 3 preparation and inspection 3.8 inspection of the endoscopic system reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had a bacterial contamination. There were no reports of patient harm.